Manufacturer narrative:
The grounding pad used during the procedure was not available from the customer for eval. However, a photo was provided and showed a great amount of hair adhered to the pad. The generator used was sent back for eval to ensure no abnormalities were present. The generator passed all data inspection reports. Neurotherm representatives spoke with the nurse present during the procedure. She explanted that the pt complained about a burning sensation and when she checked she noticed the pad was kinked in the middle on the pt's back. Tissue and hair was removed with pad. It was suggested as a preventive measure to shave the pt and follow the instructions on the IFU. (B)(4).

Event description:
A pt received a burn from a grounding pad during a cervical procedure on the right side of the back. Burn was 2nd degree, approximately 2-3 cm. Pt was treated with silvadene.